Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3389-28, lot# 0210557623, implanted: (B)(6) 2016, product type: lead. Product ID: 3389-28, lot# 0210557624, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2016, the patient had experienced chest pain and tachycardia. Clinical diagnosis was bilateral pulmonary embolism. Diagnostics included device alert/alarm on (B)(6) 2016 which was abnormal, pulmonary embolism. Actions taken included prolongation of hospitalization, medication in the form of fraxiparine 0.8mg 2 times per day and oxygen were administered. The event was resolved without sequelae. No surgical intervention had occurred or was required. The event was procedure related. Patient's medical history included smoking, type 2 diabetes, parkinson's disease and the patient was taking movement disorder and/or psychiatric medications.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.